Manufacturer narrative:
Device was forwarded to supplier/manufacturer for evaluation. Evaluation found that the tension release button had been forcibly removed.

Event description:
It was reported that a patient underwent an acl procedure on (B)(6) 2011. During the procedure a tunneloc tibial fixation device with a disposable tensioner would not "click" and lock into place. Another device was opened and used to complete the procedure. No injury to the patient or significant delay in procedure was experienced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of returned device confirmed reported condition. An additional unit from the same lot number was reviewed and found to be conforming to specifications.